Manufacturer narrative:
(B)(6). (B)(4). Neither device nor applicable imaging studies returned to manufacturer for evaluation.

Event description:
It was reported that on (B)(6) 2010 the patient underwent anterior cervical discectomy and fusion with peek cage and anterior plate c4-5, c5-6, c6-7 to treat herniated disc c4-5, c5-6, c6-7. Patient underwent neck x-ray. On (B)(6) 2013 patient underwent a surgery in which graft, putty were used. On (B)(6) 2013 patient underwent the following procedures: anterior decompression, diskectomy and interbody fusion c3-c4 with instrum entation and screw plate fixation. Posterior decompression c3, c4, c5. Segmental instrumentation c2 to t3, decompression c7-t1. Also, please sec back up on acute spinal stenosis c7-t1. Segmental instrumentation as mentioned, c2 through t3 with fusion c2 through t3 to treat the following pre-op diagnosis: 1. Status post previous anterior cervical plating c4-c7 with transitional stenosis and degenerative disease c3-c4 with myelomalacia c3-4, myelopathy c3-4, spinal stenosis c3-c4. Also, degenerative disk disease t2-t3. 2. Spinal stenosis c7-t1. Op note: anterior approach was carried out from the left side to the c3-c4 level. The posterior longitudinal ligament is removed. The posterior disk annulus and disk osteophyte and annulus is removed. The foramen arc opened bilaterally from c3-4 anteriorly. The cage is selected using an 8 mm spacer. Placing 14 mm screws going superiorly and 16 mm screws going inferiorly. The wound anteriorly was closed over a small jackson-pratt drain. The knee was repositioned on the operating table. Skull pins were placed and he was positioned in the prone position. After the anterior procedure neural monitoring was intact. Posterior procedure, motor and sensory were intact following positioning. Noting that he did have some decreased function through his right arm. This had slightly improved after the anterior decompression. Posterior exposure was carried out c2 down to t2. We were able to dissect over the top of c2 and entered and identified the medial portion of the pedicle. Drill was used to place screws up and out into the c2 level. Placing a 4 nun diameter x 20 mm screws bilaterally. We placed lateral mass screws at c4, c5 and c6 using 3.5 x 14s. Foraminotomy decompression was carried out at the c7-t1 level by using a high-speed bur to remove the inferior medial pm1ion of the facet ofc7, superior medial portion of t1 and then doing a wide foraminotomy. Noting marked stenosis and narrowing over the nerve roots. This was well decompressed. We were able to palpate the pedicle of t11 and direct screws, placing 4.35 x 30 mm screws out of the expedium system into t1. We were able to place 35 mm screws down into t2 and t3. A small foraminotomy laminectomy was carried out at the 2-3 level to identify the superior medial portion of pedicle 3 to identify this level and we were able to palpate up to t2 as well, allowed us to adequately place the screws. These were 5.5 mm diameter screws. Following all placement of instrumentation, neural monitoring revealed stable motors and sensory evokes. A rod was contoured into lordosis for the cervical spine. A cable was placed through the spinous process of 2 and then down inferior around the spinous process of 4. The head holding device was loosened and the neck was brought into slight extension to regain more lordosis. A lordotic rod was locked down in place and the screws were tightened and the cable was compressed. Neural monitoring at this time showed at warning levels, significant decrease in both motor and sseps to the upper and lower extremities. Immediately, the cable was cut and removed. The screws were loosened for the lordosis and the rod and the head was taken into an increased amount of flexion. A decompressive laminectomy was then carried out, removing the lamina of c3, c4 down to c5, removing the ligamentum flavum and decompressing out the gutters out to the pedicles of c3, c4 and c5. Satisfactory decompression was carried out. With a combination of changing the patient's position, removing the cables and doing the decompressive laminectomy, we had marked improvement in both motors and sseps. Copious irrigation was carried out. The rod was contoured to jock it in the given position. An o-arm image was spun to confirm position of screws and screws were in satisfactory position without foraminal or canal impingement. Copious irrigation was carried out. Sseps and motor evokes continued to improve. He still had some decreased motor on the left side, but there was increased improvement. Blood pressure had been well maintained. Decortication was carried out over the lateral masses of c2 down and then across the transverse process and down to t3. Rh-bmp2/acs was placed, c2, c3, c4 down onto the old fusion level and then across the c7, t1, t2, t3 level. Gel foam was placed over the exposed dura. Crushed cancellous plus demineralized bone matrix plus local bone graft was ground and placed c2 to t3. A medium hcmovac drain was placed. The wound was closed in layers. Neural monitoring continued to improve. Findings: cervical stenosis, dec motor responses. It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion sur gery. No additional information was reported.